Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: according to the information received, the patient experienced right-sided capsular contracture. During evaluation of the sample, it was observed to be intact. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative right-sided grade IV capsular contracture. The diagnosis was confirmed by a physician. As a result, the patient underwent removal and replacement with a 450cc mentor memorygel breast implant (catalog #: 3504501bc, serial #:(B)(4)) on (B)(6) 2019.